Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the s1 sn (B)(6) related manufacturer reference number: 1627487-2025-02385 and sn (B)(6) related manufacturer reference number: 1627487-2025-02388) leads also had migrated. 3 out of the 4 leads had high impedances. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that x-ray confirmed that all leads are fractured.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy and x-rays and diagnostics confirmed all four leads exhibited high impedances. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with 2 new leads to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information indicates that the s1 leads (related manufacturer reference number: 1627487-2025-02385 and related manufacturer reference number: 1627487-2025-02387) were replaced and other 2 leads were explanted.